Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted due to upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. Subsequently, the lead tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.